Event description:
Dr reported that a pt with a vena cava filter placed 2 years ago prophylactically for dvt prior to grastric bypass surgery came into the ER with shortness of breath and chest pains. Dr found cardiac tamponade and elected to perform surgery. Initial incision showed clot in pericardium, larger incision showed more clot in the apex of the heart along with a 2cm nitnol wire. Clot & wire removed, filter remains implanted, pt is "doing great."